Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's wife called in and stated that the husband's pump was not working correctly. Customer had a low blood glucose level of 5 mg/dl last year. Customer's wife thought he had passed away, but the customer woke up. Customer's wife declined troubleshooting since her husband has ailments that are causing digestive and gastro issues. Customer wears the pump and when he takes his blood sugar, it shows two dashes on the pump then a dot, dashes, and a number 7. Customer's wife was assisted with correcting from mmol to mg/dl and confirmed that the customer was now treating. Customer's wife was told that the bolus wizard setting for the blood glucose calculation has been changed. No further assistance needed.